Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: snaring of dislodged stent from patient. Device issue: stent dislodgement. It was reported that an attempt was being made to implant a xience v 2.75 x 28; however, upon approaching the lesion the stent dislodged. The stent was successfully removed with a snare device. A xience v 2.75 x 18 was then inserted; however, it also migrated (dislodged) and was deployed distal to the lesion. Finally, a xience v 3.0 x 23 was used and successfully crossed the lesion and was implanted. No additional event or patient information is available.

Manufacturer narrative:
The xience v 2.75 x 18 (lot# 8030641) mentioned is being filed under a separate manufacturer number. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible in the guide wire lumen. There was no contrast visible. The stent implant was dislodged. There were two struts in the first row at the proximal end of the stent implant that were bent. The stent implant middle portion was crushed. The stent implant distal end was stretched. There was no other damage noted to the stent implant. There were crimp marks on the balloon and between the markers. The balloon was tightly folded. There were four bends in the hypotube, 5 cm, 50 cm, 56 cm, and 99.5 cm distal to the strain relief tubing. The protective sheath was not returned. There was no other damage noted to the sds. The stent implant outer diameter could not be measured due to the damages noted. Product performance engineering reviewed the incident information and analysis of the returned device. It was reported that the 2.75 x 28 mm xience v stent implant dislodged in the coronary and was retrieved with a snare device. Analysis of the stent delivery system (sds) confirmed that the device was returned with the stent implant dislodged from the balloon. Stent retention (dislodgement) can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion, accessory devices, and/or previously implanted stents. Crimp marks were visible on the tightly folded balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The patient anatomy was described as mildly tortuous. In this instance, the stent dislodgement appears to be related to the circumstances of the procedure. In addition, the entire stent implant was damaged, which was not observed during product inspection prior to use and is consistent with the retrieval of the stent with the snare device, however, this cannot be confirmed. To help ensure this type of event is not the result of a manufacturing issue, all stent delivery systems are 100% visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. The manufacturing records for this lot were reviewed and there were no non-conformances issued for the lot that could have contributed to this complaint. There is no indication of a product quality issue. Four bends were also noted in the hypotube. Again, these were not observed during the inspection prior to use. This damage may have occurred during the procedure or a result of the handling during packing for shipment back to abbott vascular for evaluation, however, a conclusive root cause cannot be determined. This damage does not appear to be related to or to have contributed to the reported stent dislodgement. A review of the finished device lot history records (lhr) did not reveal any nonconforming material records (ncmr) for this lot that could have contributed to this complaint. Additionally, a query of the complaint-handling database was performed and there has been one similar incident reported for this lot for a loose/dislodged stent. Product performance engineering will trend and monitor the experience circumstances. All stent delivery systems are 100% visually inspected online for stent placement and security. This MDR is considered closed by the product performance group.